Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. Reportedly, the customer "might have twisted their ankle getting in and out of the car going to the emergency room due to neuropathy on their feet". The customer was subsequently admitted to the intensive care unit (ICU) and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released from the hospital on (B)(6) 2026. Reportedly, the customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.